Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes the patient is having tingling and irritation in the back of the throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cexperiencing tingling and irritation in the back of the throat for over a month an issue related to a CPAP device's. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. A hairlike substance was observed inside the ui panel. An unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. Liquid ingress was observed on the p4 power connector. The issue of liquid ingress, a contaminate consistent with keratin was observed on the blower box, addresses the issue of keratin. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and did observe dust/dirt contamination in the airpath, likely from a source external to the device was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.